Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. It appeared to occur only when the device was ap biv pacing. This noise was not sensed by the device. Review of a stored atrial tachy response (atr) episode did show oversensing of the respiratory rate trend signal. In clinic follow-up was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. It appeared to occur only when the device was ap biv pacing. This noise was not sensed by the device. Review of a stored atrial tachy response (atr) episode did show oversensing of the respiratory rate trend signal. In clinic follow-up was recommended. No adverse patient effects were reported.